Event description:
Customer reportedly received results of 12 mg/dl and 186 mg/dl within 10 minutes on the same device. No action was taken based on device results. No low or high blood symptoms. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.